Manufacturer narrative:
Investigation into the mfg records for the implant indicated that it was mfg to specification. Without further info, the root cause of the pt issue cannot be determined. The pt's pain can be attributed to several contributing factors. At this time, no failure of the implant has been identified. Should additional info be provided to further this investigation, the report shall be updated.

Event description:
It was reported by the pt's legal counsel that a total knee was implanted on (B)(6) 2009. On (B)(6) 2011 the pt's knee was revised due to pain.